Event description:
It was reported that a cartridge alarm occurred during the load sequence. The pump was reset and the customer successfully loaded a new cartridge resolving the issue. There was no adverse impact to the customer¿s blood glucose level.